Event description:
According to the additional information received on 20-aug-2024, the scratch on the lens was noticed before patient contact.

Manufacturer narrative:
Additional information provided in b.2., b.5., d.4., h.6. And h.11. According to the additional information received after the submission of initial report, the scratch on the lens was noticed before patient contact. Thus, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during cataract surgery with intraocular lens (iol) implantation, there was a defect in lens; a scratch in the center of lens was noticed. The lens was removed in an initial procedure. There was no patient harm.